Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields:d4, d9, e2, e3, g2, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the malfunction reported was not confirmed but we assume that the occurrence of the defect is likely. Based on the results of the investigation, olympus presumed that the malfunction occurred due to a faulty first pressure reducer which was caused by wear and tear. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscopic co2 regulator unit produced too much pressure and the scopes sometimes leaked. The issues occurred during unspecified procedures. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.